Event description:
It was reported that while stimulation is turned on the patient experienced a loss of therapeutic effect. The patient's left leg started shaking when she stood up and she experienced acute pain that started about a month ago. She had fallen a couple times and thought the increased pain could have been caused by the falls. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer.(B)(4).